Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735786r, serial/lot #: (B)(6), UDI#: (B)(4) h3: the system was serviced in the field, and the computer was replaced. Codes b01, c10, d02 are applicable to this analysis. D9, h2, h3: the hardware (9735786r, lot #: 2134g00284) was returned and analysis was performed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network configurations set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. Sound (3.5mm jacks) is only set for a nvidia setting and fails in the burn-in testing but is not related to the customer complaint. Codes b01, c19, d14 are applicable to this analysis. The hardware (9735786r, lot #: 2044d01169) was returned and analysis was performed. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network is set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer is fully functional. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this system would not boot up and displayed a "watchdog error". No patient was present. Troubleshooting information was provided. The medtronic representative attempted multiple reboots but the problem persisted.